Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had dislodged and it had been successfully revised. Physician was able to reposition the atrial lead without any complications. The lead remains in use. No patient complications have been reported as a result of this event.